Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and the sealant sleeve remained in its manufactured position. The sealant was exposed to the polyimide shaft, approximately 126mm from balloon proximal tip. Blood was observed in the distal end of the sealant. The advancer tube was found inside the shuttle cartridge. Shuttle down procedure was simulated and the sealant was deployed without difficulty. The review of the lhr (lot f1327702) indicated that the device lot met all established performance criteria prior to shipment. It was reported that the sealant jammed at the hub of the sheath and the physician was not able to advance into the sheath. However, the procedure sheath was not returned; therefore, a complete physical investigation could not be performed. Based on information provided and the investigation performed, the reported shuttle advancement issue could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained on the right groin. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the sealant jammed at the hub of the sheath. The physician was not able to advance into the sheath. The device was rfemoved and the patient was converted to manual compression for 15 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.